Event description:
Boston scientific received information that this device was explanted due to normal battery depletion. To date, no adverse patient effects were reported with this clinical observation. The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial returned product testing revealed several issues including lack of sensing and a problem with stored electrograms. The device case was opened and the internal components were inspected. Analysis concluded the root cause of the reported observations was a separation of an internal component from the circuit board due to an inadequate connection between the two. Manufacturing enhancements have been implemented.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.